Event description:
An attorney representing the patient sent a letter alleging that the patient suffered damages as a result of a defective intraocular lens.a review of the medical records indicates that on the first postoperative day, the surgeon noted a kink in the haptic and the intraocular lens was pushing forward. The patient complained of poor vision, pain, nausea/vomiting and headache. Examination revealed dense corneal edema. Reported symptoms resolved with treatment. During their most recent examination (2004), the patient's best corrected visual acuity os was 20/25+1. The patient complained of blurred vision oc (os>od)and reported that their day and night vision was decreasing. They exhibited some redness and irritation and continues to complain of dry eyes. When they use artifical tears, the patient states everything is blurred out.